Event description:
It was reported that there was a patient alert for impedance increase. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the rv and svc coil impedances are fluctuating but have not crossed over 100 ohms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular -sensing integrity counts (sic) are observed occurring on the (B)(6) 2010, 97 total counts. High sic can indicate the presence of noise/intermittency in the system. On (B)(6) 2010, svc defib impedance rises from 54 ohms to 114 ohms and then back to 57 ohms on (B)(6) 2010. On (B)(6) 2010, defib active can on impedance rises from 45 ohms to 88 ohms and then back to 48 ohms on (B)(6) 2010. One short v-v sensed event of < 220 ms is observed on both the (B)(6) 2010 and the (B)(6) 2010. (Both episodes were non-sustained tachyarrhythmia).

Event description:
It was reported that there was a patient alert for impedance increase. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.